Event description:
It was reported that patient experienced erosion. Artificial urinary sphincter (aus) device was explanted last year. A new aus was implanted. Additional information was requested, however, no further information is available.